Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The nurse at the hospital reported the following event, "during a surgery, the extremity of the dall miles clamp broke when cutting the dall miles cable. X-ray had been performed and the extremity of the device is visible."

Manufacturer narrative:
Corrected data: product not received. An event regarding crack/fracture involving a dall miles cutter was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined because the device was not returned. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The nurse at the hospital reported the following event, "during a surgery, the extremity of the dall miles clamp broke when cutting the dall miles cable. X-ray had been performed and the extremity of the device is visible."